Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Update to the initial, MDR in block(s) b5.

Event description:
It was reported that during the electroporation procedure to treat atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the sheath, it was difficult to pass through the femoral vein and the tip of the dilator broke. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. Media provided. It was further reported: the sheath kink at the point of the insertion.

Event description:
It was reported that during the electroporation procedure to treat atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that when inserting the sheath, it was difficult to pass through the femoral vein and the tip of the dilator broke. Unable to advance the sheath. The white tip is broken. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.